Manufacturer narrative:
Other text: b3. Date of event, unknown. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the rear/front housing and liquid crystal display (lcd) were damaged. The complaint was duplicated during functional testing. The root cause was the microprocessor unit board clock battery was contaminated by fluid ingression from user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microprocessor unit board and front housing assembly. Corrected data: d3, g2 and h6.

Event description:
It was reported the device exhibited lec 1660, rev 0 and a broken screen. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.